Manufacturer narrative:
The customer did not require service to repair the instrument. The customer spoke with customer technical support (cts) and by troubleshooting was able to determine that the cause of the leak was that pinch valve lv14 was not firing. Per a later conversation the customer stated that the instrument is only used for instructional purposes and no patient samples are run. The customer also said the instrument was down and they would order parts to be able to repair the instrument. Failure mode: the cause of the leak was that pinch valve lv14 was not firing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from the baths and diluent reservoir in the coulter act 8/10 analyzer. The volume of the leak was of several mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated.